Manufacturer narrative:
Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving midazolam (500 mcg/ml at 820.11 mcg/day) and clonidine (90 mcg/ml at 147.620 mcg/day) via an implantable pump for an unknown indication for use. It was reported that a patient had a replacement pump implanted on (B)(6) 2016. The hcp noticed that when he was refilling the pump, the elective replacement indicator (eri) stated 45 months when it should have been 83 months. The information from the initial programming at the time of implant was checked, and the eri stated 47 months when it should have been 84. It was confirmed that the pump was in shelf state at the time of implant. There were no diagnostics performed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved. Surgical intervention was not planned. The patient status was alive ¿ no injury. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.